Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed 32cm distal to the df4 connector pin that the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported oscillating impedance trend. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Further damages such as a deformed rv shock coil and cuts into the insulation 35cm distal to the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 18 months, an oscillating impedance trend was observed. The lead was explanted.